Manufacturer narrative:
(B)(4). The customer's request for a log review for a reported over infusion of magnesium (magnesium sulfate) has been completed and verified. The user selected a different guardrails drug ID for the intended programming of magnesium sulfate at 2 grams/hour and a rate of 50ml/hr. Drug ID (B)(4) was selected instead of the previously selected drug ID (B)(4). From a review of the device logs the customer had programmed previous infusions of the drug magnesium sulfate in the days prior to the event. The user selected drug ID (B)(4) for magnesium sulfate at the intended programming of 2 grams/hr with a rate of 50ml/hr. On (B)(6) 2012, at 6:51pm the pump module, sn (B)(4) was programmed using guardrails, the user selected a different drug ID (drug ID (B)(4)) for magnesium sulfate at a does of 2 grams and put in a duration of 10 minutes which calculated the rate to be 300ml/hr. This was different from the intended programming of 2 grams/hour and a rate of 50ml/hr. No guardrails alerts were noted to have occurred during programming. The root cause of the overinfusion was identified as user programming. Method: field left blank - no available code for data/log review.

Event description:
Customer reported that in the antepartum unit, a pt had been on a magnesium drip for 5 weeks. An experienced agency nurse took care of the pt on (B)(6) 2012. The pt had an infiltration, so the nurse stopped the infusion, removed the IV and started a new IV. The magnesium drip was restarted with the same bag. About 45 minutes later, the pt reported feeling tingling, burning and feeling weird. The nurse checked the pump and it read 2 grams/hour and rate of 300ml/hr. The intended programming should have been 2 grams/hr at 50ml/hr. The nurse stopped the infusion. The pt had a magnesium level drawn that was high. The magnesium drip was held for about 8 hours and another magnesium level was drawn which was normal and the drip was restarted. Profile was l&d/ob. Customer stated that non additional event or pt information is available.